Event description:
I used fixodent to hold in my dentures from 2007 and used until early 2009, while using this product, I started having high levels of zinc and copper in my urine, I could not explain. My neuropathy is permanent and will not go away, it will just progress and get worse, I have already just about lost my left leg. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 2007 - 2009. Diagnosis: denture cream. Event abated after use stopped: no.